Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor found the sensor failed per specifications due to low readings; unable to confirm the adhesive anomaly due to the sensor was returned opened and used.

Event description:
The custome rreported via phone call that they had adhesive issues with their sensor. The customer also reported a bent cannula on their infusion set and an absence of alarms. The customer's blood glucose was 480 mg/dl. Customer treated their blood gluocse with an injection. The sensor will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.